Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 417 mg/dl. Customer was experienced symptoms such as nausea, blurred vision. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and was admitted to intensive care unit. It was unknown if the insulin pump was on auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.